Event description:
It was reported that an ilet charging pad displayed a continuous blue blinking indicator and would not charge the ilet despite attempts with multiple wall outlets, after which the ilet battery became depleted while blood glucose reportedly remained stable. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no hospitalization. Investigation included remote troubleshooting and education. Investigation of this case revealed a suspected charger malfunction preventing power transfer to the ilet, with the issue localized to the charging pad rather than the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the charging pad.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.